Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had a keypad anomaly. The customer stated that on the night prior, the blood glucose reading was 58 mg/dl, but she felt fine. She stated that she treated with a glass of orange juice. She later checked her blood glucose reading, which was 48 mg/dl. She reported that it took a while for her blood glucose levels to come back up. She stated that the insulin pump never alarmed to inform her when her blood glucose was low. She treated the low blood glucose reading with food. The reservoir showed the same amount of insulin as was shown on the status screen. The customer stated that the device was exposed to a magnetic field of an angiogram, although the insulin pump passed the displacement test. She reported that the act button responded intermittently. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump passed prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had an intermittent button response due to flattened dome switch on act button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.